Event description:
The distributor reports on behalf of the surgeon. During placement of the oxygen probe, a zero reading was displayed on the device. Questioning the value, the surgeon thought that maybe the dura was not opened completely and was affecting the device reading. The surgeon decided to removed the probe to re-check placement, and when she tried to remove the probe, parts of it remained in the introducer bolt showing some frayed ends sticking through the end of the bolt. As stated in the product insert: do not attempt to disassemble the introducer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.